Event description:
It was reported to philips that the azurion 7 m20 system's imaging functionality was affected during a transarterial chemoembolization procedure. A "image storage is not possible because of an image disk problem" message was displayed by the system indicating to the user that no further imaging could be performed. Despite performing a cold restart, the system functionality was not restored and the procedure had to be aborted. Patient was transferred to the intensive care unit. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the procedure was aborted before treatment was administered. The procedure could not be completed with the azurion system, and no alternative machine was available in the hospital. As a result, the patient was transferred to the ICU. The physician reported that the patient was harmed as the patient did not receive treatment. Philips has made a good faith effort to obtain further information on the patient¿s condition. However, the customer has not provided additional information. An onsite inspection of the log files confirmed an image storage issue with the x-ray pc. The field service engineer (fse) replaced the x-ray pc, and after performing functional checks, confirmed that the system was operating within specifications. The x-ray pc was returned for an analysis which determined that the root cause of the issue was the hdd (hard disk drive) bay losing connection. The root cause of the issue is covered by medical device correction z-1152-2024, which was implemented on the system after the reported event. There has been no recurrence of this issue since the implementation of the medical device correction. The codes were updated based on the investigation outcome.